Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) delivery system (ds) sheath steering mechanism went out. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.